Event description:
Procedure type: lap. Gastric banding. According to the reporter: the needle broke in half during the case. It became lodged in the pt tissue. The doctor was not able to locate and remove needle. It was stated by a sales rep that half of the needle still remains in the pt. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
Tracking number: (B)(4).